Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A product recall has been initiated by the manufacturer and the reported product issue is being investigated by the manufacturer via a CAPA.

Event description:
A hemodialysis user facility reported that during treatment a blood leak occurred. The leak was visually observed at the connection of the crit-line blood chamber and the dialyzer during hemodialysis therapy. The crit-line blood chamber was tightened as soon as the leak was visible. The pt was able to complete treatment. Estimated blood loss was less than 100 ml but the exact amount could not be given. The pt had no adverse effects and no medical intervention was required. The sample has been discarded but a companion sample from the same lot is available for investigation. The facility was unable to provide pt info.

Manufacturer narrative:
Plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.